Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the top trigger was sticking, and liquid was found on the part and inside the device. It was further determined that the device failed pretest for check triggers. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery set up it was observed that the small battery drive device had no power. During in-house engineering evaluation it was observed that the top trigger of the device was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.